Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a scope communication error (b30) was displayed, and white residue was found inside the air/water (a/w) channel and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the scope communication error (b30) was traced to component failure, and the most probable root cause of the white residue inside the air/water (a/w) channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.